Event description:
Thermal skin injury on left forearm, secondary to endoscopic vein harvesting. After a negative allen test was performed on the left upper extremity, the extraction of the radial artery was performed using endoscopic vein harvesting technique and the wound was closed with 2 layers absorbale 2-0 and 3-0 vicryl, subticular monocryl. On draping, it was noticed there was an area of thermal injury in the skin and this was treated with xeroform dressing and will be followed, if necessary, to consult with plastic surgery. Guidant vasoview hemoprobe was in use during the time in question and the device was put in original box and sent to vendor for inspection. Waiting for response from vendor. Additional information obtained from the site:the burn is classified as 1st degree burn.